Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the radiofrequency head would cause a known good programmer to shut down wh en the cable was m anipulated. The head was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency head, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.